Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was retrieved intact.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified superior femoral artery. A 4.0mmx60mmx135cm (4f) sterling balloon catheter was selected to dilate the lesion. Upon first inflation, the balloon ruptured at 14 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.